Manufacturer narrative:
Unique identifier (UDI): the heartmate 3 lvas was implanted during (B)(6). FDA approval for heartmate 3 lvas was received on 23august2017. The same device is used commercially and in the ongoing (B)(6). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) (B)(6) 2018. It was reported that the patient was admitted to the hospital for suspected major gastrointestinal (gi) bleeding. The patient¿s hemoglobin was 6.3 g/dl from unknown source and received 2 units of packed red blood cells (prbcs) and the patient¿s hemoglobin increased to 7.4 g/dl. The patient has had dark stools due to iron supplementation. The patient denies hematochezia or hematemesis and no nsaids. On (B)(6) 2018, an endoscopy did not reveal any signs of active bleeding, on (B)(6) 2018, a colonoscopy was performed and positive for blood in term ileum and length of colon, cap scope was also started the same day. The results were unavailable. The patient was taking anticoagulants aspirin and warfarin at the time of event. The patient was doing well at home and proton pump inhibitors were added to rule out gi bleed. Reportedly the gi bleed resolved spontaneously and the shortness of breath resolved. No additional information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal bleeding (gi) could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.